Event description:
A customer contacted baxter's (B)(4) requesting assistance to do a manual drain on the homechoice (hc) machine during dwell 1 / 4. The home patient (hp) stated that the hc machine did not drain her out all the way in the initial drain and then she felt bloated and wanted to drain. The technical service representative (tsr) assisted the hp to manually drain. (Drain volume = 3760 ml.) (Last fill volume = 2000 ml.) The tsr then assisted the hp to review all her programming. Initial drain alarm (ida) = 100 ml. The tsr explained to the hp that the ida needed to be adjusted and to call the peritoneal dialysis (pd) nurse as soon as possible to have the nurse adjust the ida. The hp stated she would call the nurse in the morning to have the nurse adjust the ida. The hp stated she felt much better and wanted to continue her therapy. The hp stated she only had this problem in the initial drain and that was it. The tsr then assisted the hp to bypass to fill 2 / 4. Fill had resumed successfully. The hc device was operational. No patient injury or medical intervention was indicated at the time of the initial report. Per increased intra peritoneal volume (iipv) call script, the probable cause was false empty detect and use error with initial drain alarm setting inappropriately programmed.

Manufacturer narrative:
(B)(4). Additional information: the customer placed the cycler into a manual drain and removed 3760 ml of fluid, which was 1760 ml greater than the fill volume of 2000ml and met the criteria of an increased intraperitoneal volume (iipv). Review of the device's programming revealed the initial drain alarm set-point was 100 ml. The initial drain alarm setting was incorrectly programmed too low. Too low of an initial drain alarm set-point can result in an incomplete initial drain followed by a full fill resulting in an iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Manufacturer narrative:
(B)(4). The hp wanted to continue therapy on the hc machine. The hc device was not swapped, therefore the device evaluation will not be performed.